Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. No issues were found in the event history log. Functional testing was performed and the pump tested normally. Preventative maintenance was performed.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the dose cord was broken and connection on the device needs repair. There was unknown patient involvement.